Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0690 on (B)(6) 2011 alleges uti, incomplete bladder emptying, urinary retention re-hospitalization and additional surgery of plaintiff occurred on (B)(6) 2014.